Event description:
It was reported that the patient experienced a significant low flow event this morning at 06:08 that lasted about 1:41 according to system controller alarm history, however, the exact flow values for the duration were not seen. During the low flow events, mean arterial pressures (maps) dropped into the 30s while sitting up to side of the bed. A brain attack was called around 0800 and the patient was taken to computed tomography (CT) scan where m1 occlusion was found. Embolectomy was successfully performed by interventional radiology. The patient had not yet been anticoagulated since protamine was given intra-op. Cyanokit was given for hypotension or vasoplegia, issues both intra-op and post-op. Plasma hemoglobin and lactate dehydrogenase (ldh) numbers were elevated as a result. Labs had also been hemolyzed when they were drawn so lab values were difficult to utilize for diagnostic purposes. The customer was unable to assess any potential deficits. Hemolysis was not confirmed as labs were consistently false for hemolysis due to cyanokit administration. Ldh was 367 and plasma hemoglobin (hgb) was 35 but neither could be confirmed. The patient remained intubated and sedated with continuous electroencephalogram (eeg) monitoring. The patient also remained hemodynamically supported by the lvad. Log files were submitted for review, and it looked like the flow was less than 1.0 liter per minute for about 24 seconds. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account communicated that the patient experienced a significant low flow event in the morning. During the low flow events, mean arterial pressures (maps) dropped into the 30s while sitting up to the side of the bed. A brain attack was called, and the patient was taken to a computed tomography (CT) scan where m1 occlusion was found. Embolectomy was successfully performed by interventional radiology. The account reported that the patient had not yet been anticoagulated since protamine was given intra-op. Cyanokit was given for hypotension or vasoplegia issues both intra-op and post-op. Plasma hemoglobin and lactate dehydrogenase (ldh) numbers were elevated as a result. According to the account, labs had also been hemolyzed when they were drawn, so lab values were difficult to utilize for diagnostic purposes. The customer was unable to assess any potential deficits. Hemolysis was not confirmed as labs were consistently false for hemolysis due to cyanokit administration. The patient remained intubated and sedated with continuous electroencephalogram (eeg) monitoring. The patient also remained hemodynamically supported by the left ventricular assist device (lvad). The system controller event log file contained events from (B)(6) 2024, per the timestamps. Multiple, transient low flow hazard alarms were captured on (B)(6) 2024. During the low flow events and immediately following, rotor noise was elevated above the patient¿s baseline. Although it could not be conclusively determined through this evaluation, the events captured in the submitted log files appear consistent with material, such as thrombus, being ingested and passing through the pump. Pump parameters appeared to return to baseline following these events. The system appeared to be operating as intended at the fixed speed. It was reported that the patient expired due to pre-operative cerebrovascular accident (cva) that was thought to have contributed to a post-operative cva. The patient¿s outcome was not considered to be device or therapy related. It was noted that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, pump thrombosis, hemolysis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to pre-operation cerebral vascular accident (cva), which was thought to have contributed to post-operation cva. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.